Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned trial confirms that the anterior side on the trials was fractured. Device history record was reviewed and no discrepancies were found. The instrument has been in the field for approximately seven years and seven months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear from use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00291 and 0001825034-2020-00292. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent knee procedure. During the procedure, the provisional fractured during trialing. No adverse events have been reported as a result of the malfunction.